Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they received a shock from their implantable cardioverter defibrillator (ICD) three days prior and now their device is emitting an audible alert. A follow up with the patient's healthcare provider yielded that ICD did alert for inappropriate therapy received due to atrial fibrillation (af) with rapid ventricular response. The device remains in use. No further patient complications have been reported as a result of this event.